Event description:
During surgery while removing the plate, the surgeon noticed a foreign body in the carpal area. It was a titanium chip. It was also noticed that the hole in the plate was off color.

Manufacturer narrative:
Investigation in progress but not yet complete.